Event description:
The customer reported that the companion 2 driver was supporting the patient during implant surgery of the syncarida temporary total artificial heart (tah-t). The driver was started in operating room (o.r.) Mode and was switched to intensive care unit (ICU)mode prior to transporting the patient from the operating room to the ICU. After approximately 10 minutes of running on battery power, the driver exhibited an audible alarm and a notification on the alarm banner read, "single compressor malfunction." The customer reported that the compressor noise was louder at that moment. The patient was transported to the ICU, and then the patient was switched to a backup companion 2 driver without impact. The patient's parameters did not change. This alleged failure mode poses a low risk to the patient because it does not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver was returned to syncarida for evaluation, and the results of the investigation will be provided in a supplemental MDR.